Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r, upn: (B)(4), model: sc-1132, serial: (B)(4), batch: 17850307. Product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 18011468.

Event description:
It was reported that the patient was experiencing inadequate stimulation and pain. As a result, the patient underwent a revision procedure to replace the leads and ipg. The patient is doing well post-operatively.